Event description:
It was reported the pt is experiencing pain at her ipg site while stimulation is on. X-rays have been ordered to check if the lead has pulled out of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.